Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One open box with eight unopened samples were received for analysis. Product code sxpp1a205. In order to evaluate the condition of the returned sample, the packets was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packet was opened, and the swage and attachment area were noted to be as expected. During the visual inspection, the suture was correctly placed on the winding former. The suture was dispensed without a problem and examined along of the strand and no anomalies or damaged on the suture surface could be observed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: was the dye coming off noticed prior to use on the patient? Yes, it came out prior to use in patient. For the 2 sutures in which the dye came off, were they used in the patient? If yes, was it one or both sutures? No, it was not used in patient since the dye seen in the gloves before suturing. If they were used in the patient, were the sutures kept in the patient or removed? Not used in patient.

Event description:
It was reported that a patient underwent a total knee replacement on an unknown date and a barbed suture was used. Post-op, the patient developed an infection on the knee closure. It was also reported that during the initial tka procedure, when the surgeon was handling the barbed suture, he found the violet dye (suture color) on his gloves. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device pending evaluation. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: this is to add the additional complaint shared by surgeon that when he was handling the stratafix suture for suturing the tks as mentioned he found the violet dye (suture color) all over is gloves, in consecutive 2 strands used in the batch sent for investigation. Additional information was requested, and the following was obtained: please clarify the quantity: were 12 sutures implanted during this 1 patient procedure? Doctor, took a single foil initially and found the dye sticking in his gloves and he took another foil , he found the same complaint with the second foil also, so he returned the box with pending 10 foils from the box how many sutures were implanted during this 1 patient procedure? If this complaint is about more than 1 patient, please provide pc numbers of previously reported complaints or create 1 pc per patient and provide new pc numbers. As mentioned the foil used were 2 nos on the same patient please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? Patient details are not known and not disclosed due to privacy. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Not known. On what tissue was the suture used? Knee arthrotomy. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Not known. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Not disclosed due to privacy. Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Date & time not disclosed, no preexisting infection or symptoms found, did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes. Were cultures performed? If so, please provide the results. Not disclosed. How much and what type of drainage is present in this wound? Not known and not disclosed. Please describe any medical intervention performed including medication name and results. Not disclosed. Were any pre-op cleansing procedures changed recently? If yes, please describe. No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? As mentioned he found the dye sticking all round the gloves, in relation to the previous infection with his patient, he returned the box. What symptoms did the patient experience following the index surgical procedure? Onset date? On observing patient post op , he found index in the closure. Other relevant patient history/concomitant medications? Patient details not shared due to privacy. What is the physician¿s opinion as to the etiology of or contributing factors to this event? He is in doubt with the product performance and security due to index and the dye sticking in his gloves and stopped using our product. What is the patient's current status? Not known. Will product be returned? If so, please provide the return date and tracking information. Already returned and sent courier to mr. (B)(4) on 13th february. Additional information was requested, and the following was obtained: please clarify if this event represents 2 issues: are there problems with infection and the violet dye (suture color) coming off on the gloves? While we received the complaint , the ot team informed us doctor returned the whole box with pending foils saying that doctor received patient with infection on stratafix deployed patient, and we raised the complaint on the same, when contacted the doctor for the same , he informed us that he got a patient with infection in the arthrotomy closure , he returned the pending foils since he experienced the dye coming out in the gloves , so he suspects there is issue with the stratafix sutures so he returned the pending foils are there any patient issues related to the dye coming off? If yes, please explain. - as mentioned above as doctor experienced patient with infection and successive dye exposure in the gloves from. Stratafix he didn't use this batch on patient, & returned with suspicion. Was the patient treatment altered in any way due to the dye coming off? - he used normal sutures for arthrotomy closure. In (B)(6), there is a statement of ¿due to continuous infection rates, hospital has returned foils¿. Please provide further clarification on this statement: what is meant by this statement? Please explain. - as mentioned above as doctor experienced patient with infection and successive dye exposure in the gloves from stratafix. He didn't use this batch on patient. Does the surgeon/facility feel the continuous infection rates are because of the stratafix suture? If yes, please explain.- yes- they suspect due to the incidence of dye coating coming off from the suture. Did the surgeon indicate there is more than 1 patient where stratafix suture was used who had a post-op infection? - no, he mentioned one patient. If yes, please provide patient information, quantity of patients and create one pc per patient event. Note: please mention the source through which the information is received (information received from dr, nurse etc.) - sister (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the dye coming off noticed prior to use on the patient? For the 2 sutures in which the dye came off, were they used in the patient? If yes, was it one or both sutures? If they were used in the patient, were the sutures kept in the patient or removed?